Manufacturer narrative:
Device is a combination product. Literature citation: nakayoshi, t. Et al. (2016) differential angioscopic findings of neointimal coverage among first-, second-, and next generation drug-eluting stents. International journal of cardiology (223) p. 450-451. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same article as MFR report #: 2134265-2016-08734. It was reported that thrombus was noted. The article analyzed promus element and promus premier stents for coverage of stent struts post implant and found poor coverage and thrombus in an unspecified number of cases.